Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that vessel perforation occurred. The 80% stenosed target lesion was located in the severely tortuous and severely calcified vessel. During a rotablator case several synergy stents were placed. Post dilation was performed with this 3.0x15mm nc emerge balloon above higher pressure and perforation was noted. The balloon was then removed per standard technique. The perforation was treated with a stent and bleeding was controlled. There were no issues noted to the burr or wire, they were removed per standard technique. There was also no damage noted to the placed stents. No further complications were reported and patient was stable.